Manufacturer narrative:
The device's log files were reviewed during servicing and found that the device delivered a fluctuating nitric oxide (no) dose consistent with the user's statement. Measured no dose fluctuated from 10-30 ppm with most of the fluctuations occurring at +/-4 ppm of the set dose. The device alarmed correctly for the high and low doses. Per the instructions for use, dose fluctuations while using the bunnell lifepulse ventilator using high frequency jet ventilation is a known possible occurrence with the noxboxi device. Troubleshooting information is included in our training and IFU. Further investigation and testing of the device by the service provider, did not reveal any problems with the device. The device was put through rigorous performance testing in which all steps passed the manufacturer's specifications. The device will be serviced for yearly preventative maintenance and then returned to service condition following calibration and testing.

Event description:
(B)(6) hospital emailed to report that during nitric oxide (no) therapy at 20 ppm using the noxboxi device a product problem occurred where the dose began to fluctuate. Measured no dose fluctuated from 10-30 ppm with most of the fluctuations occuring at +/-4 ppm of the set dose. The device alarmed correctly for the high and low doses. During the event, the customer reported the patient's spo2 dropped when the measured no was less than 16 ppm. The rm took remedial action to remove the device from the ventilation circuit. The patient was on a bunnel lifepulse ventilator using high frequency jet ventilation. The ventilator settings were as follows: jet rate 420, pip 36, peep +13, I time 0.20, and fio2 70%.